Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant on (B)(6) 2018, the guidewire punctured the left ventricular (lv) lead (1458q/86, (B)(4)). The physician then attempted to use another lv lead (1458q/86, (B)(4)), however, the guidewire punctured through this lead as well. A competitor lead was used and the patient was stable before, during, and after.